Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. (B)(6). Three to four hrs between reading on pt's inratio meter and doctor's poc meter. Approx 30 mins between pt's inratio meter and the lab's draw. Pt's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Comparison of inratio test result(s) with lab result(s) provided by end-user at time of complaint was filed: date: (B)(6) 2012, inratio: 1.6, ref: 3.0, mean: 2.3, confidence limits: (1.4 - 3.1), result: pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. User reported results from (B)(6) 2012 and (B)(6) 2012 which occurred across a wide window testing (3-4 hrs). A maximum of three (3) hrs is determined reasonable for comparison of pt/inr results from both oc and lab instruments. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. For this reason, no further comparison analysis of the reported results is appropriate. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot number 273315. (B)(6). All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. Conclusion: analysis of client's data from inratio and reference method revealed that test results (04/23/2012) met accuracy criteria. Other tests were performed over three (3) hrs apart. It is reasonable to expect changes in the status of the pt. Root cause could not be determined. No product was expected to be returned. In-house therapeutic sample testing with retain strips met accuracy and precision criteria. As reviewed on (B)(6) 2012, twenty seven (27) discrepant result complaints were reported for lot number 273315 yielding a complaint rate of 0.0703%. Action threshold (>0.07%) has been reached. Strip lot in complaint has strip code 4c8sz which brick lot number 257217 was assigned and packaged into strip lot numbers 2773315, 273316, and 273314. Thirty seven (37) total discrepant complaints have been reported for lot numbers 273315, 273316, and 273314 yielding a complaint rate of 0.012%. Due to this low occurrence rate, below the total complaint action threshold of 0.07%, corrective action is not required at this time. No corrective action required at this time as no product deficiency was established.